Event description:
It is reported that surgery was delayed due to the misunderstanding of the IFU. Exact amount of delay is not known.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Eval: the IFU version that the surgeon referred to was an older version of the IFU (item # 270001, rev r). The IFU has since been updated (march 2008, rev w) for various regulatory reasons and the language translation went through an "in country" review by product experts. When this complaint was received, the "in country' expert (marketing mgr) again reviewed the another language translation and agreed that it was satisfactory for use by surgeons.